Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I positioner suction cup was not working, while the surgeon placed the cup on the apex of heart. They checked the function of suction end on the wall, and that's not malfunction. After the surgeon used another xp-5000, it's working and made the operation proceed. The patient was fine, since the surgeon changed a new one while finding it's not working. The surgeon used om-10000 with xp-5000 together in this operation.

Manufacturer narrative:
Trackwise ID#: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 01/18/2022. An investigation was conduced on 08/31/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the device. There were no visual defects observed on the device. A suction/vacuum strength test was performed per instructions of the vacuum leak test (mcv00001178 rev. A), using calibrated vacuum weight tlt (ID: 14272; 2 lbs; due 31-mar-2023) and calibrated pressure gauge (ID: 14275; due 30-apr-2023). The device passed the vacuum leak test, good vacuum was obtained and the baffle head was able to lift the weight. Based on the returned condition of the device and the results of the investigation the reported failure "suction failure" was not confirmed. The lot#: 25154457 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.